Manufacturer narrative:
The product was not returned to the manufacturer for analysis but was sent to an independent laboratory by the explant physician. It was reported in the aforementioned article that the lens underwent gross and light microscopic analysis. The presence of asteroid hyalosis in the patient was not confirmed. The deposits were composed of calcium and phosphate. The explant surgeon stated in a follow-up that the relationship of the event to the product was unlikely. Device met all manufacturing specifications prior to release.

Event description:
The manufacturer became aware on 06/25/10 that a patient's intraocular lens (iol) was removed and replaced on (B) (6) 2008 without complication, approximately 7 years after the initial implant. The cause of the iol explant was a decrease in visual acuity associated with the presence of whitish deposits on the posterior side of the iol. This event was described in an article to be published in ophthalmology: journal of the american academy of ophthalmology, title: "calcification of different designs of silicone intraocular lenses in eyes with asteroid hyalosis".